Event description:
It was reported that during the surgical procedure the implant was smaller than expected and the contour was not as expected. There was no significant surgery delay, no reported adverse consequences and the surgery was completed successfully.

Manufacturer narrative:
Update: h4, h6.the reported event could not be confirmed as no intra-operative images were provided. A sketch was provided, which indicated that the peek implant required modification in the posterior area of the implant. There was a gap present posteriorly upon insertion of the implant. In an attempt to reduce the posterior gap, the implant was burred to be thinner and not as proud. This did not fully result in the implant sitting flush, and the implant was installed with a slight offset. The peek cci design team performed an analysis of the peek implant design. The design steps of the implant were reviewed and determined to be performed in accordance to the applicable procedures. The symmetry and shape of the implant was reviewed. The implant meets the native bony contour well with good symmetry to the mirrored skull side. The posterior area of the implant was further looked at, but no asymmetry or gap is present in the design. The CT scan used for the implant design was approx. 1 year old at the time of implant design. The applicable warning was displayed in the design proposal, but anatomical changes could occur in this period of time affecting the fit and requiring modification. Overall, no deviation in the implant design was found. The implant was designed as requested by the customer and according to all quality instructions. H3 other text : used in surgery.

Event description:
It was reported that during the surgical procedure the implant was smaller than expected and the contour was not as expected. There was no significant surgery delay, no reported adverse consequences and the surgery was completed successfully.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.